Event description:
Inbound; pt reports drawing up 2.8 ml of treprostinil in syringe and after loading, filling tubing and starting infusion, the pump displays her only having 1.5 ml left, which will not last her 72 hours. Her syringe actually has 2.6 mls in it but since the pump cannot read that, it will think it is empty sooner. Assisted pt with reloading the syringe and no change in volume. Prior to drawing up drug, pt lubricates the syringe by pushing and pulling the plunger, twelve times. The lot number for syringe is 210408, exp: 4/7/2026. No further details provided. Whele llc.